Event description:
It was reported that balloon pinhole occurred. The target lesion was located in the circumflex artery. A 2.50mm x 12mm emerge¿ balloon catheter was advanced for dilation. During the first inflation, contrast leakage was noted and a balloon pinhole was suspected. The device was removed from the patient and the procedure was completed with another 2.50mm x 12mm emerge¿ balloon catheter. No patient complications were reported and patient's status was fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of emerge balloon catheter with no other devices. There was blood and contrast in the inflation lumen. The device was pressurized with an inflation device filled with water. Water exited out of a pinhole in the midshaft 4mm from the guidewire exit notch. Microscopic examination of the midshaft presented no irregularities in the balloon material. No damage was found on the markerbands and proximal bond. Inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon pinhole occurred. The target lesion was located in the circumflex artery. A 2.50mm x 12mm emerge¿ balloon catheter was advanced for dilation. During the first inflation, contrast leakage was noted and a balloon pinhole was suspected. The device was removed from the patient and the procedure was completed with another 2.50mm x 12mm emerge¿ balloon catheter. No patient complications were reported and patient's status was fine.